Event description:
The patient reported that their perception of therapy for after their 9th session was that they were worse than before and still were. They were hurting in their bladder region. It was also provided that they got an infection, and were currently on antibiotics. The patient had completed 12 sessions. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that since completed the 12 treatments, their symptoms had gone backwards. They stated that they were experiencing their old problem of painful urinating. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.